Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the "faulty j-lead wire killed" the patient. No additional information was provided.